Event description:
Two svg were anastomosed to the aorta at the posterior-descending branch of the rca & to the om of the lca while off-pump. The lita was anastomosed to the vein graft supplying the om. The pt was extubated one day postop & was treated with aspirin & furosemide. The pt experienced persistent hypoxia & increasing oxygen requirements despite rigorous diuresis. Postop day 7, the pt experienced severe hypoxia & bradycardia, followed by asystole. Autopsy showed thrombi completely filling the ostia of both vein grafts at the aortic anastomosis. The svg to the pda was "widely" patent, except at it's ostium. The lita & om were completely filled with thrombus.